Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient's husband reported the pt was in the hospital. A follow up call was made to the pt's peritoneal dialysis nurse. The nurse reported the pt was admitted to the hospital on (B)(6) 2015 for chronic obstructive pulmonary disease (copd) exasperation. No additional info is currently available.